Manufacturer narrative:
H11: through follow-up communication livanova learned that the issue was related to a false air bubble alarm, since no bubbles existed. The issue occurred after machine preparation was completed. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury and for this reason the event has been re-assessed as not reportable. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported. Taking into account the failure mode and the manufacturing date of the sensor (2016), it is reasonable to assume that the cushions were deflated and therefore the sensor was detecting air because the cushions were not properly adhering to the tube. The issue is a known failure that is related to silicone oil diffusion through cushions causing false alarms. Investigation revealed that the oil diffusion through cushions is a design problem. The risk of failure has been determined as acceptable. There is no information that can be provided to decrease risk beyond what is currently in the device instructions for use to perform an operational check during priming prior to the use in the procedure and how to appropriately respond to an alarm.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor. The incident occurred in (B)(6) japan. Defective bubble detector was replaced by the hospital biomedical engineer with one of the same size available and it worked without any problems. The affected unit cannot be repaired and therefore a new sensor detector will be shipped to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble detector had a poor reaction during priming. There was no patient involvement.